Event description:
Ous MDR - the pulsar-18 stent was successfully positioned and released in the aic. During the attempt to remove the catheter, it got stuck and the tip of the catheter fractured and remained inside the artery. Eventually, the tip was retrieved by using a goose snare.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned together with the introducer sheath and guide wire used in the intervention. The complaint instrument has fractured in two parts. The distal fractured part is severely deformed and the inner shaft shows a necking of the tubing material, indicating a mechanical overload of tensile force. The tip of the device is still attached to the inner shaft. The returned introducer sheath is everted on its tip. This damage pattern is indicative for a device being withdrawn through the introducer and getting caught at the distal end of the introducer sheath. The guide wire appears unsuspicious. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing or material related root cause could be identified. The final root cause for the reported event is most likely related to the application of a tensile force during withdrawal of the device.